Event description:
The reporter stated that reporter did meter to hcp meter comparison tests. The tests were both capillary tests, done back to back at the hospital. Reporter's meter reading was 195 mg/dl, and the hcp meter (type unknown) meter result was 148 mg/dl. Reporter did not have any symptoms. A control solution test was in range, 144 (101-151). On follow up, the reporter stated that reporter had tested reporter's strips again using new control solution getting an out of range result (no specifics) and disposed of the strips. No harm was alleged.